Event description:
A physician reported a patient who was originally skin tested on 10 feb 1998 with negative results. The patient was treated in the nasolabial folds in 1998. The procedure was without event. Subsequently, the patient stated she first noticed some swelling with firmness at the treated sites in august of 1998. The symptoms were not reported to the physician at that time. The physician recalled that he had seen the patient in august 1998, but did not observe any visible symptoms, nor did the patient complain of any symptoms. On 24 june 1999, the patient was examined. The physician noted firmness and urticarial symptoms just slightly lateral to the nasolabial folds, mainly at the left fold. The patient denied itching or tenderness. The physician suspected the symptoms may be a possible hypersensitivity. Oral claritin and topical locoid cream were prescribed.